Event description:
A 3rd degree burn, situated on the left lower abdomen of a female patient treated with Quantum 25.

Manufacturer narrative:
THIS REPORT IS SUBMITTED IN COMPLIANCE WITH FDA REGULATIONS AT 21 CFR PART 803 AND SHOULD NOT BE CONSIDERED TO BE AN ADMISSION THAT ANY INMODE PRODUCT IS DEFECTIVE OR CAUSED SERIOUS INJURY. INVESTIGATION IS ONGOING. SUPPLEMENTARY REPORT WILL BE SUBMITTED WITH INVESTIGATION CONCLUSIONS.

Event description:
A 3RD DEGREE BURN, SITUATED ON THE LEFT LOWER ABDOMEN OF A FEMALE PATIENT TREATED WITH QUANTUM 25.

Manufacturer narrative:
30-July-2026: Follow up report is submitted with investigation conclusions.The customer declined service inspection for the device but confirmed it works fine with no issues. No clinical form was received. From the treatment settings provided by the clinic in an e-mail, it is impossible to assess the used protocol. Considering the received confirmation from the clinic regarding device's proper functionality, it is reasonable to assume there was an excessive energy delivery to this spot. However, due to lack of information we cannot unequivocally determine the root cause. The clinic became non responsive and retraining could not be conducted. For the same reason, no updated information regarding patient's healing is available.